Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('cramping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), genital haemorrhage ("heavy bleeding") and rash ("rashes"). The patient was treated with surgery (salpingectomy and uterine resection). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage and rash outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and rash to be related to essure. The reporter commented: date(s) of insertion: (B)(4) (as per pif). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('cramping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), genital haemorrhage ("heavy bleeding") and rash ("rashes"). The patient was treated with surgery (salpingectomy and uterine resection). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage and rash outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and rash to be related to essure. The reporter commented: date(s) of insertion: 40238 (as per pif) quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-may-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), genital haemorrhage ("heavy bleeding"), rash ("rashes") and headache ("headaches"). The patient was treated with surgery (salpingectomy and uterine resection). Essure was removed on 5-apr-2021. At the time of the report, the abdominal pain lower, abdominal pain, genital haemorrhage, rash and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, headache and rash to be related to essure. The reporter commented: date(s) of insertion: 40238 (as per pif). Date(s) of insertion: (B)(6) (as per pif), year not specified. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-jun-2022: pif received. Event: headaches, reporter causality comment added. Platinff date of birth updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.